Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Patient also reported having ineffective therapy. Diagnostics revealed high impedances on both their leads. As a result, surgical intervention took place on (B)(6) 2024, wherein both the leads were explanted and replaced to address the issue.